Event description:
It was reported that the patient was in a motorcycle accident. It was also reported that the lead was fractured and the physician suspects that it was caused in the motorcycle accident. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.